Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic kidney stone removal procedure, the powered laser surgical instrument caught fire at the laser fiber base on the adapter. While moving the device, it was bumped and broke causing the fire. The fiber fire was the size of a candle flame, and the fire was put out quickly. There were no reports of patient harm.

Event description:
No additional information from customer.

Manufacturer narrative:
This report was sent in error as the event was confirmed to have been reported on another file. Therefore, this serves as a retraction to the initial report that was submitted.